Event description:
It was reported that the lead was replaced due to noise.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received indicated that externalized conductors were observed via fluoroscopy on the previously capped lead.